Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that upon during the implantable neurostimulator (ins) back on following an unrelated wrist surgery one week ago, a "battery needs to charge" message was displayed. It was reviewed that the ins needed to be replaced as it cannot be charged; the patient was implanted with a non-rechargeable device. No symptoms were reported. Follow up information received from the hcp reported that the patient was scheduled for battery replacement on (B)(6) 2017. It was stated that the only information they received from the hospital was that the patient battery needed to be charged after the patient left the hospital following wrist surgery. No further information was provided as to the cause of the battery needing to charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.